Manufacturer narrative:
The device was returned for investigation. The smiths label was intact, and the device was in good condition, scratched screen. Error code 1870 was confirmed in the event log. A visual inspection and functional test were performed, and the reported failure was replicated. The device alarmed error 1870 when powered on. The root cause of the event cannot be established. The motor and scratched screen will be replaced. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the device alarms lec 1870 and the lens is damaged. No patient injury was reported.

Event description:
It was reported that the device alarms lec 1870 and the lens is damaged. No patient injury was reported.

Manufacturer narrative:
The device was returned for investigation. The smiths label was intact, and the device was in good condition, scratched screen. Error code 1870 was confirmed in the event log. A visual inspection and functional test were performed, and the reported failure was replicated. The device alarmed error 1870 when powered on. The root cause of the event cannot be established. The motor and scratched screen will be replaced. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.